Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that they were using a clinician programmer, and couldn't detect whether the stimulator was working properly. Surgery was performed smoothly on (B)(6) 2018 to replace the stimulator and lead. The cause of the issue was unknown. There were no further complications reported as a result of this event.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the setscrew was backed out beyond the point of being able to engage with the connector block. Analysis of the lead found all conductors were broken approximately 24 cm from the proximal end. Additionally, it was found that the lead¿s outer insulation was broken. (B)(4). Please note that if information is provided in the future, a supplemental report will be issued.